Event description:
The cytobrush used to collect pap smear separated upon withdrawal from female patient. The cytobrush portion was then retrieved from the vagina using a sterile ob instrument. There was slight bleeding seen in post vaginal wall and patient was advised she may have spotting.